Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. In (B)(6) 2024, the patient underwent coronary angiography and stent implantation. A 1.50mm x 15mm maverick 2 balloon catheter was advanced for dilation, and it also met resistance when entering the blood vessel. However, during the procedure, when the guidewire was withdrawn, the balloon catheter delivery shaft fractured. The procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.